Event description:
It was reported that during a lap cholecystectomy procedure, the device fired and the staple would not form properly. Used another similar device to complete the case. There was no pt consequence reported.